Manufacturer narrative:
No device analysis results are available because the device was not received for investigation. Review of merlin.net logs on (B)(6) 2024 revealed success in powering on and communicating following power accessory replacement. There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review.

Event description:
The patient reported exposed/ frayed wires and sparking of the power supply box. The power supply box and cords were replaced and there were no adverse consequences reported by the patient.